Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image flickered because communication failure occurred due to cable boot disconnection in the connector side. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. ·while the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Doing so could damage the cable. ·never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head screen flickering. It was unknown when this issue occurred. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image was distorted due to broken wire on the connector side (sometimes not displayed). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found camera cable had scratches and buckling, the scope mount loosening and camera cable flooding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name:(B)(6) hospital (documented here due to character limitation in respective field).